Event description:
The customer reported via phone call that insulin was squirting out during the manual prime. The customer's blood glucose was 147 mg/dl. The customer stated that they were disconnected during the prime. The customer explained that the piston continued to move forward after the reservoir made contact and then insulin squirted out. The custmoer stated no numbers appeared on the screen and that no beeps were heard. The customer was unable to exit the priming stage. The customer changed the infusion set. The customer stated that the insulin was not bumped, dropped or exposed to water. The customer was advised that the insulin pump was replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime/a33 tests. No prime fill anomaly noted. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.